Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat atrial functional mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) was prepared for use and inserted. However, while inserting the sgc into the femoral vein, resistance was encountered. The sgc was able to advance and continued for use. A mitraclip nt was inserted and deployed on the mitral valve, reducing mr toa grade of 1. A left atrial appendage closure was planned for treatment. However, immediately after the clip was implanted, just before placing the left atrial appendage closure device, the patient¿s blood pressure dropped to the 40s. To treat the drop in blood pressure, norepinephrine was administered. However, there was no increase in blood pressure. Therefore, extracorporeal membrane oxygenation (ECMO) was placed. It was noted that no pericardial effusion was observed, and takotsubo cardiomyopathy was ruled out. A transesophageal echocardiogram (tee) was performed and revealed that ejection fraction (ef) was lower than preoperatively, and a decreased motion in the left ventricular anterior wall. Therefore, the patient underwent coronary angiography. However, no coronary abnormalities, such as air embolism, were found. A transthoracic echocardiogram (tte) was performed and revealed abdominal distension and hematoma. Bleeding from the puncture site was suspected, and lower extremity contrast imaging was performed. However, there was no obvious bleeding point found. The patient¿s vital signs were noted to be stable with ECMO and intra-aortic balloon pump (iabp) management. The procedure was completed. The patient was reported to be discharged for contract-enhanced computed tomography (CT) and stable. No additional information was provided.